Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). . The actual device involved in the reported incident was not returned for evaluation. Without the actual sample a thorough sample analysis could not be performed and no specific conclusions can be drawn. If additional pertinent information becomes available a follow-up report will be filed.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: the rn was removing it from the patient's port post infusion and the safety did not fully engage (so the needle was still exposed). Her right thumb was scratched by the needle.